Event description:
The customer was hospitalized for high bgs and dka. It was reported that the doctor believes the cause of their hospitalization was due to pump malfunctioning. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.